Event description:
It was reported that, during an osteosynthesis surgery, during drilling one (1) evos small 2.5mm drill w/ao qc long fractured and the piece remained inside the bone of the patient. The procedure was resumed, without any delay, using an equivalent s+n back-up. The patient is stable. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
B5: describe the event or problem, h6: health effect - clinical code and health effect - impact code.

Event description:
It was reported that, during an osteosynthesis surgery, during drilling one (1) evos small 2.5mm drill w/ao qc long fractured and the piece remained inside the tibial bone of the patient, no attempts to remove the drill bit tip were made. The procedure was resumed, without any delay, using an equivalent s+n back-up, an additional hole was required. The patient is stable. No further complications were reported. The surgeon was satisfied with the outcome of the surgery and believes the drill bit will not migrate since it is inside the bone and the remaining size is minimal